Event description:
It was reported that the customer experienced a malfunction on the pump, identified with malfunction code 12. There was no adverse impact to the customer's blood glucose level. Customer called back, and technical support provided assistance for resetting the pump. After the reset, the malfunction code did not recur, and the customer was advised to continue using the pump but to contact support if issues arose again.